Manufacturer narrative:
The field technician found the head end scale beam weight was off by 30 lbs. He replaced the head end scale beam and calibrated the scale to repair the bed.

Event description:
The biomed stated the scale is reading 8 lbs off and the patient positioning monitor (ppm) doesn't alarm when the patient leaves the bed.